Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/21/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the product was observed cut with both missing haptics, most probably to make explant possible. The complaint cannot be confirmed. Considering the condition of the lens additional analysis is not possible. The reported issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown/not provided. If implanted, give date: not applicable as the lens was inserted and removed. If explanted, give date: not applicable as the lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an ar40e 22.5 diopter intraocular lens (iol) was inserted and removed due an iol tear and haptic issues. Through follow up it was learned that a vitrectomy was required but no incision enlargement and that there was no patient injury post-op. When asked the contact did not know what specifically happened to the haptic. No further information was provided.